Event description:
It was reported that the nurse notes flow rate was 0lpm in an arctic sun device. Guided to diagnostics, system hours 7818, pump hours 7295, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique with no change in values. Stopped therapy, drained/ disconnected pads and placed device in manual control. No change in values (inlet pressure (ip) was 0, circulation pump command (cpc) was 100, flow rate (fr) was 0). They will send this device to biomed and find an alternate means of therapy.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse notes flow rate was 0lpm in an arctic sun device. Guided to diagnostics, system hours 7818, pump hours 7295, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique with no change in values. Stopped therapy, drained/ disconnected pads and placed device in manual control. No change in values (inlet pressure (ip) was 0, circulation pump command (cpc) was 100, flow rate (fr) was 0). They will send this device to biomed and find an alternate means of therapy.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive. The root cause could not be definitively identified. Guided to diagnostics, system hours 7818, pump hours 7295, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique with no change in values. Stopped therapy, drained/ disconnected pads and placed device in manual control. No change in values (inlet pressure (ip) was 0, circulation pump command (cpc) was 100, flow rate (fr) was 0). They will send this device to biomed and find an alternate means of therapy. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.